Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported loss of aspiration occurred. During atherectomy treatment of a 45cm occlusion located in the superficial femoral artery (sfa ). A 7fr. Non bsc sheath was placed and a guide catheter and guidewire were used to cross the lesion. The guidewire was removed and exchanged for a long .014 non bsc guidewire. A 2.1mm jetstream xc atherectomy catheter was inserted and treatment initiated. During treatment the physician observed a loss of aspiration. Another jetstream catheter was opened, primed and inserted and the case was completed successfully. No patient complications were reported and the patient was stable and discharged after 2-4 hours.